Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, when the device was used at the bronchus, the outmost staple line of the patient side was malformed. Reinforcement product was not used. Additional suture was performed. There were no adverse consequences to the patient.